Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 7.1 and >8.0 inr. The corresponding lab result reported was 4.5 and 3.5 inr.